Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
During use the wire jaws became separated from the silicone housing. Summary: the hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire jaws became separated from the silicone housing. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Specs of blood was observed on the harvesting tool handle. A visual inspection determined that the heater wire was flexed away and detached at the tip of the hot jaw. The heater wire remained attached at the base of the jaws. Tissue and char buildup was observed on the jaws. It was observed that the shaft was bent at the distal end of the shaft near the jaws. Based on the returned condition of the device the reported complaint was confirmed for reported failure "bent wire", and the analyzed failure "bent shaft" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
During use the wire jaws became separated from the silicone housing summary: the hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire jaws became separated from the silicone housing. The hospital did not report any patient effects.